Event description:
It was reported that during testing conducted at the user facility that the device would continue to run after it was turned off. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.